Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. Device received with pillowing keypad overlay. Test reservoir lock properly inside the reservoir tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had keypad that buttons are embossed. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that numbers are ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that insulin pump was exposed to a change in altitude. The device will be returned for analysis.